Manufacturer narrative:
Patient age not available from the site. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cervical spine procedure. It was reported that the site felt deeper during the case with the navigated motorized surgical tool and the blunt probe. The site was able to continue with the case using a passive probe. There was no delay to the procedure and no impact on patient outcome. It was later noted from the representative, that the issue does not occur all the time. Sometimes it works fine and sometimes it doesn¿t. The facility estimates that the inaccuracy is about 45 mm, but no one has measured it with the tool. It is just an estimate.